Event description:
It was reported that as surgery was in progress, it was noticed that the outside of the sheath of the shaver had been broken. The bur was able to be replaced and surgery was completed as planned.

Manufacturer narrative:
Additional information will be provided once investigation is completed.